Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the premature end of service (eos) message was not determined, and they were not aware of what caused the issue. The problem was not solved since the only option was getting a battery replacement. The physician was working to make a replacement. When it occurs, they will send the device to analyze. Additional information was received from a manufacturer representative (rep). The rep reported that the impedances were reviewed and no issues noted. Caller provided the session report from april 6th.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer's representative (rep). They stated that the patient is not yet scheduled to get a replacement. The doctor does not have any time in mind yet since the patient is still waiting for clinical clearance.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an implantable neurostimulator. The reason for call was caller stated that the healthcare provider wants to know if they are able to reboot the patient's battery because they are seeing eos on the handset. Agent reviewed eos and that there is no way to reboot it. Caller stated that when the doctor saw the patient about 2 years ago, the battery said 4+ years left, but now the patient has 2 years and the battery is at eos. The patient went to the doctor in march and realized the battery was not working anymore and this was most likely the reason for the return of the back pain earlier this year. The healthcare provider plans to replace the battery and send it back to medtronic. Caller noted patient never changed parameters and has been using the same group b the whole time. Caller had a few session reports she could send in from hcp notes that she will need to scan first. The issue was not resolved through troubleshooting.